Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of chordal entanglement/rupture/mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use (IFU) warns to maintain the clip above the leaflets until ready to grasp to minimize the risk of clip entanglement in the chordal apparatus. Clip entanglement may result in cardiac injury, worsening mitral regurgitation, difficulty or inability to remove the clip and conversion to surgical intervention. Do not make substantial clip arm orientation adjustment in the left ventricle (lv). Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. All available information was investigated and the reported difficulty removing the device due to interaction with the anatomy appears to be a result of user error. The reported patient effect of tissue damage likely a result of procedural conditions and due to the clip interacting with the chordae, which resulted in a chordal rupture when the clip was freed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty removing the clip from the chordae and the tissue damage. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation of grade 4+. Two clips were implanted without issue. A third clip was advanced with the intent to implant the clip at the lateral aspect of the mitral valve. While under the valve in the left ventricle, positioning adjustments were made by adding negative to the steerable guide catheter (sgc), which lifted the clip into the chordae, where it became caught. The clip was rotated and inverted, then pulled back with force. The clip was freed from the chordae; however, a chordal rupture occurred. The clip was then implanted. A fourth clip was implanted to treat the chordal rupture. Post procedure, the patient was in stable condition and mr was reduced to grade 2-3. No additional information was provided.